Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 indicating that the device was not powering on during setup. There was no patient involvement at the time the issue was discovered. The bme tried changing the power cord and battery, but the problem persisted. The bme also mentioned that the light emitting diodes (leds) on the front panel were not illuminating and requested onsite service to repair the device.

Manufacturer narrative:
A service quote for repair was sent to the customer for approval; however, a philips service engineer was not able to evaluate or repair the device as the quote and work order (wo) were canceled. The customer did not respond to the final repair notice that was sent. Therefore, it is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.